Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery an optometrist reported glistenings and whitening of the lens surface. The optometrist also reported the patient complained of glare and significantly reduced vision. The device remains implanted.